Event description:
It was reported by service report that the siderail upper housing was cracked and sharp edges were found. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: sharp edges on rail assembly.